Event description:
It was reported an under infusion event. Etoposide 0.4mg/ml was programmed to run at 273ml/hr with volume to be infused 410ml. When infusion completed, there was still medication left in the bag. The pump indicated that a total of "448.006" was delivered without flush (9.1% error). The remainder of the medication was infused and the adult patient was doing fine. It was noted that device testing was performed in the biomed shop using the same infusion settings 10 times and it yielded an average of a 2.87% error. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182), b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported an under infusion event. Etoposide 0.4mg/ml was programmed to run at 273ml/hr with volume to be infused 410ml. When infusion completed, there was still medication left in the bag. The pump indicated that a total of "448.006" was delivered without flush (9.1% error). The remainder of the medication was infused and the adult patient was doing fine. It was noted that device testing was performed in the biomed shop using the same infusion settings 10 times and it yielded an average of a 2.87% error. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported an under infusion event. Etoposide 0.4mg/ml was programmed to run at 273ml/hr with volume to be infused 410ml. When infusion completed, there was still medication left in the bag. The pump indicated that a total of "448.006" was delivered without flush (9.1% error). The remainder of the medication was infused and the adult patient was doing fine. It was noted that device testing was performed in the biomed shop using the same infusion settings 10 times and it yielded an average of a 2.87% error. There was patient involvement but no patient harm.